Event description:
Evaluation summary: received for evaluation was the stylet wire with no hub attached at the proximal end. Full wire length 144.5 as received. No blue plastic hub is attached to the proximal end of the wire and it was not returned for analysis. Measurements indicate the full length of the wire was returned minus the hub. The proximal end of the wire shows 1+ cm of rough surface (bond length). The visual inspection and measurements reveal the wire had pulled out of the hub and the wire is not broken.

Event description:
The physician was treating a lesion in the mid lad with a moderate degree of tortuosity, severe degree of calcification and lesion stenosis of chronic total occlusion. The export advance aspiration catheter was removed from packaging and prepped per IFU. The artery diameter is reported as 3mm and lesion length as 12mm. It is reported that when the physician attempted to take off the stylet from the export advance aspiration catheter, that it was broken. It is reported that the break occurred while the stylet was inserted in the patient. It is reported the doctor took off the stylet by finger and continued to use the catheter for aspiration. It is reported that there was no patient symptoms or complications associated with this event. "Please note that this device (advance) is distributed outside the united states; however, it is similar to the united states distributed product (advance)"

Manufacturer narrative:
Evaluation: results: no device received for evaluation. Conclusion: investigation in progress. (B)(4).